Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage and removal difficulties occurred. The patient had a de-novo 80% stenosed concentric lesion on the proximal segment of a moderate tortuous and moderate calcified left anterior descending artery (lad). The lesion size was initially 30 mm in length by 0.6 mm in diameter. The physician chose a radial approach and predilated the lesion with a non-bsc semi compliant balloon 2.5x30 mm. There was some friction when advancing a promus element stent 3.5x38mm through a non-bsc guiding catheter into the vessel. The stent system was withdrawn to better prepare the lesion, but was not able to enter back into the guide catheter. Angiography showed that the stent had changed in length and appeared deformed on the delivery system. Consequently, the physician decided to remove the entire system: the stent, the guide wire and the guide catheter. But the stent did not pass through the non-bsc introducer so he decided to deploy the stent in the radial artery. Finally, the physician decided to convert to a femoral approach and predilated the lesion with another non-bsc semi compliant balloon (3.0mm diameter) and deployed a non-bsc stent 3.5x24mm. There were no further patient complications reported and the patients status was stable.